Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the system was explanted (B)(6) after implant due to suspected infection. The pt recovered without sequela. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.